Event description:
Product analysis for the generator was completed and approved on (B)(6) 2012. There were no performance or any other type of adverse conditions found with the pulse generator. However, it was noted that the as-received settings of 1.0ma/ 20hz/ 500usec/ 30sec/ 60min, which indicated a faulted systems diagnostics test likely resulted in the unintended settings. There is not enough information available at this time to know if this event is related to the explant procedure and testing or if the device was at unintended settings for some time. The pt's last known settings in the programming history available from the product analysis is on (B)(6) 2010 in which the settings were 1.25ma/ 30hz/ 130usec/ 30sec/ 0.5min. Attempts for additional information have been unsuccessful to date.

Manufacturer narrative:
Analysis of programming history.